Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent revision surgery from t10 to pelvis which included instrumentation removal of two crosslinks, addition of 2 rods with side loading connectors and one crosslink. During surgery, as the surgeon was performing the final tightening of the midline nut, the tip of the torque limiting driver sheared off. The product came in contact with the patient. No fragments of the broken driver were remaining in the patient. No patient complications were reported.

Manufacturer narrative:
Additional information: visually confirmed the driver shaft is broken; crack propagation appears to have initiated at stress relief fillet. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface at approximately 45 degrees, and spirals around the shaft, consistent with torsional fatigue. The torsional indication of the fracture, in conjunction with and the age (over 8+ years) of the instrument and confirmation of the material hardness specification, suggests torsional cyclic fatigue as the mechanism of failure. The above observations are consistent with anticipated wear due to torsional fatigue. The hardness of the instrument was to spec. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.